Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the pump motor with a gear train anomaly of corrosion and-or wear and-or lubrication. Analysis also found a reliability non-conformance of the motor with a gear train anomaly of a stall due to shaft-bearing.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving bupivacaine (20 mg/ml at 11.191 mg/day) and dilaudid (10 mg/ml at 5.595 mg/day) via an implantable infusion pump. The indication for use was noted as no n-malignant pain. It was reported a motor stall was seen at initial interrogation. The patient did not recently have an MRI. It was noted the patient had a motor stall occurrence on (B)(6) 2016 and had not recovered. It was denied that any electromagnetic interference or magnets were involved in the event. It was noted that there was also a volume discrepancy. At the past two refills the actual residual volume (arv) was greater than the expected residual volume (erv). The actual values were not reported. The refills were on (B)(6) 2016. It was later reported the patient had symptoms of withdrawal. The patient was admitted to the hospital. Diagnostics included scanning the pump in the office on (B)(6) 2016. The pump was removed and replaced. It was unknown if the issue was resolved at the time of this report. The pump was delivering at minimum rate at the time of the surgery. The patient status at the time of this report was 'alive - no injury.' If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.